Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a surgical procedure to upsize the cuff component as the physician determined it was too tight. There were no reported patient complications; no further information was provided.

Manufacturer narrative:
Update to field b5: describe event or problem. Update to field h2: additional information. Update to field h6: patient codes and evaluation conclusion codes.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter underwent a surgical procedure to upsize the cuff component as the physician determined it was too tight. The patient presented for consultation with an inability to void their bladder, and a scan showed presumed hydronephrosis. After that, the physician discovered that the patient had other underlying medical issues not involving the implant. There were no further patient complications.